Event description:
Major pump unit(s) involved: blood pump, device thrombosis. Specific component(s) involved: inflow graft malfunction/malposition, outflow graft malfunction/malfunction.

Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: hmii lvad, s/n (B)(4); rising power->pump stop; thrombus confirmed at explt. Specific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malposition. Additional text: p/n (B)(4), l/n 83585; thrombosed 2/2 vad stop; p/n (B)(4), l/n 81063; thrombosed 2/2 vad stop. Other component: causative or contributing factor: patient non-compliance in device, maintenance/protection. Other cause: intervention(s): replacement of inflow graft; replacement of outflow graft; replacement of pump. Other intervention : implant device type: both (in the same operating room visit). Malfunction device type: lvad